Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 558 mg/dl. The customer treated high blood glucose using manual injection. The current blood glucose level of the customer was 261 mg/dl. The customer also stated that the insulin pump went off and there was blank display. The customer declined the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed functional testings including stop current test, run current test, self test, off no power test, unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit was received with normal operating currents and no blank display noted during testing.